Event description:
A zoll r-series defibrillator, sn#: (B)(4), in the cath lab was displaying error "battery fault." The facility biomedical engineering department removed the defibrillator from service and replaced the battery with a fully charged battery. Several minutes later the defibrillator again displayed the "battery fault" error with the fully charged battery. Biomed contacted the manufacturer. Biomed did this and monitored the defibrillator for 48 hours. The defibrillator had no issues and displayed no errors. Additionally, biomed put a second fully charged battery into unit sn#: (B)(4). The defibrillator had no issues and displayed no errors with this battery.